Event description:
It was reported that a device interrogation was performed via programmer and high right ventricular (rv) lead were noted. The rv lead remains in use. No patient complications have been reported as a result of this event.